Event description:
It was reported that intermittent occlusion alarms occurred. The customer would change the pump supplies to address the occlusions. Ultimately, the customer reverted to an alternate method of insulin therapy. On (B)(6) 2026 the customer went to the emergency room (ER) with a blood glucose (bg) level displayed as ¿high¿ with ketones; however, a specific value was not provided. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Treatment resolved the issue and there was no permanent damage. The customer was discharged from the ER on the same day.